Event description:
It was reported that end user leans to the left in the 9sl standard wheel chair and the back is no longer supporting him the same. Padding on the inside appears to have shifted due to this. End user has begun to get sores as a result. No medical intervention was sought for the sores.